Event description:
It was reported that the insulin pump sustained physical damage to the battery compartment. The caller observed cracking around the battery compartment where the battery cap screws in. The customer's blood glucose was 6.9 mmol/l. The caller did not observe any significant events leading to the damage. He reported that the plastic had begun to break off around the area. The caller was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot, broken battery tube threads, a scratched reservoir tube window and a missing end cap sticker.